Manufacturer narrative:
Section h3: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damage to the controller¿s power cables was not confirmed through this analysis. The provided information indicated that the patient¿s lvad cables have become increasingly twisted and bent, likely resulting in a wire failure. The patient¿s nurse reported that the wire appears mangled. Additional provided information indicated that they attempted to troubleshoot this issue over the phone, but they could not get the white battery cable to function. The vad was functioning on one battery. They attempted to change his controller, but they were unable to get the backup controller to function, so the patient was connected back to his primary controller. When they attempted to change the controller, they reported that the patient lost consciousness and "his eyes rolled back in his head". His family did not wish to repeat an attempt at changing his controller. Additional provided information indicated that the patient had support withdrawn due to a diminished quality of life and he expired on (B)(6) 2019. There was no equipment returned to abbott for evaluation nor log files were submitted for review. Therefore, the complaint file will close accordingly, and a specific root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a persistent vad alarm overnight for what seems to be a broken battery cable. A symptom of their dementia had been that they have perseverated over the lvad equipment, and as a result the lvad cables have become increasingly twisted and bent, likely resulting in wire failure. The nurse reported that the wire appears mangled. We attempted to troubleshoot this issue over the phone but we could not get the white battery cable to function. The vad is continuing to function currently on one battery. They attempted to change the controller this morning and they were unable to get the backup controller to function so the patient was back on the primary controller. When they attempted the controller change they reported that the patient lost consciousness and "their eyes rolled back in their head." Patient's family did not wish to repeat an attempt at changing the controller. No further or additional information was provided.